Event description:
The maestro drill was sent for eval because during decontamination process it was found that the hose had a cut. It is unk if there was pt involvement when the cut occurred. However, no adverse consequences were reported.